Event description:
The patient received his scs system on (B)(6) 2008. It was reported that the patient is experiencing difficulty communicating with the ipg via the charging system. In an effort to resolve this matter, a replacement charging system was sent to the patient. Follow-up on the patient found that the replacement charging system is functioning as designed; however, the stimulator appears to function intermittently. It was recommended that the patient scheduled a consultation for further interrogation of his scs system. This report is being submitted as a precautionary measure as similarly reported events have led to the explant of the ipg. The serial number of the patient's ipg is unknown.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.